Event description:
Reporter called about neurent medical neuromark system. Reporter explained that they had the neuromark procedure done in (B)(6) 2026. Damaged their cranial nerve. Says that they are in constant pain on their left side and constant headache on their right side. Explained that they cannot function on a daily basis due to constant pain.